Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens and the haptic broke. The incision was enlarged to remove the lens. Sutures were required to close the incision. The reporter stated the haptic was broken when the technician was loading the lens into the cartridge and was not noticed until after the lens was inserted into the pt's eye.

Manufacturer narrative:
(B)(4) - incision sutured: evaluation results - visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. A piece of the other haptic was torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, the most likely cause of the event was due to a loading error. (B)(4).